Manufacturer narrative:
The devices were not available for evaluation as they remain in the patient. Imaging provided shows that the devices migrated. It is possible that the spacers were not inserted deep enough into the disk space as well as the device being a smaller size foot print. However, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that (2) coalition spacers subsided post-operatively.